Event description:
The physician removed and replaced a lens that was implanted 5 years ago, due to the patient's report of visual loss and the doctor's observation of an opacified optic.

Manufacturer narrative:
The lens was received by the manufacturer and transferred to an independent laboratory for an analysis which is currently ongoing. The relationship between the device and the adverse event is inconclusive at this time. Iol met all manufacturing specifications prior to release.